Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: scoliosis procedure: scoliosis orthosis and internal fixation it was reported that intra-op, the screw slipped during the operation. Product came in contact with the patient. No patient complications occurred as a result of the event.

Manufacturer narrative:
Product analysis: visual and microscopic inspection confirmed the star head of the set screw has been stripped/damaged. It appears the star head of the screw was damaged from being over-torqued. The threads of the set screw appear to be undamaged. This type of damage is consistent with being over-torqued during tightening. If information is provided in the future, a supplemental report will be issued.